Manufacturer narrative:
It was reported that the device was used for an insertion of a venous access port. Please note that this model of zipwire hydrophilic guidewire is intended for urological use and is labeled as such. Attempts were made to gather additional details regarding this event; however, it was reported that further detail, including the patient outcome, was not available. It was reported that the device was disposed; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) warnings, do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle. The dfu precautions also indicate, the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. Due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors may have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: the materials manager said that the zipwire came apart and some small fragments were left inside the patient. The details and location were unclear. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: unknown. What is the next course of action?: just to document the situation the best I can patient present at time of event?: yes. Patient complications: unretrieved device fragments (udf). In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: unknown. Medical or surgical interventions: unknown. Patient admitted to hospital beyond the standard of care: unknown. Patient outcome: unknown. Additional information received on (B)(6) 2023: what was the name of the procedure(s) performed? Insertion of venous access port. Did this event occur during insertion, advancement or withdrawal? During procedure. (B)(6) 2023, distributor sent notification of an update to the patient outcome: insufficient information.